Event description:
Customer reported the alarm sounds continuously when weight is applied to the sensor. Batteries have been replaced with a new supply. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue. The unit alarms properly when the alarm is in use with a sensor pad and the unit is left alone. The unit sounds on an off when the sensor cable is moved as a result of all the pins being bent down inside the sensor receptacle. A rattling sound is heard from inside the unit due to a broken dust cover. (B)(4).